Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device resulting in single leaflet device attachment (slda) appears to be related to user technique/procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This report is filed because the deployed clip (B)(4) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The jet was noted to be wide. The first clip delivery system (B)(4) was advanced to the left atrium. While grasping the leaflets, it was noted that every time the clip was closed, the posterior leaflet was not captured. After approximately 30 minutes of grasping, it was realized that the posterior gripper arm was only slightly going down (4mm). The clip was not implanted, and the cds was removed, and replaced. The second cds (B)(4) was advanced to the mitral valve leaflet, and the clip was deployed without issue. The mr remained at 4. The third cds (B)(4) was then advanced lateral to the first implanted clip. The p-knob was used to get a good position; however, there was interaction with the first implanted clip, causing the first clip to detach from the posterior leaflet, and remain attached to the anterior leaflet (single leaflet device attachment/slda). The third clip was then positioned on the medial side of the slda clip for stabilization. The mr was slightly reduced to 3-4, and the procedure was discontinued. The patient was confirmed to be stable post-procedure and no additional treatment was performed. No additional information was provided.